Manufacturer narrative:
An investigation was performed for false elevated results for a patient when using architect stat high sensitive troponin-I reagent lot number 30413ud00. A review of tickets was performed did not identify an increase in complaint activity for the issue for the lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed; the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot number 30413ud00 was identified. This report was filed due to similar us product list number 2r98, troponin-I stat high sensitivity.

Event description:
The customer questioned architect stat high sensitive troponin-I results for one patient. The following was provided: sids (B)(4). Initial result 260 ng/l, repeated approximately 260 ng/l, repeated as a reserve sample negative, repeated with another method (roche) 10 and 12 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Multiple patient ids for single patient. Additional information regarding specific sids and the description of associated test results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.